Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved glidesheath slender was used during the procedure; and that the needle was not hollow so they could not advance the wire. Additional information was received on 02jun2020. The type of procedure performed was a left heart catheterization. They forced the wire through the needle successfully. The procedure was completed successfully after the new approach was done.